Event description:
It was reported that during a laparoscopic anterior resection procedure, the tip fell off the device towards the end of procedure. The tip of the device was found. Another device was used to complete the procedure.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.